Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: voltages out of tolerance caused by defective electronic parts on mainboard. Correction: replace mainboard if voltages are not in range. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: tf 444004 (voltage out of tolerance) .

Event description:
The following was reported to hamilton medical ag: summary: tf 444004 (voltage out of tolerance) .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: voltages out of tolerance caused by defective electronic parts on mainboard. Correction: replace mainboard if voltages are not in range.